Event description:
Nmt neurosciences, the distributor, was notified of the adverse event through a letter from the initial rptr, a law office. Attached to the letter was an article, by the physician that performed the procedure, describing the "suspect medical device" used and the adverse event. The article states that median nerve was transected during a "carpal tunnel" procedure. The same article also states that the dr had been using, successfully, the instrument for several years in the same capacity without any problems. Event date: prior to 1997. Age of device unk. Distributor became aware of report on 8/12/99. This product was owned and distributed by elekta at the time of the event. Nmt acquired elekta and this product line after the event occurred. Despite this, nmt has decided to file this adverse event with the agency to ensure that it got filed. Additionally, please note that the product is not available for evaluation.